Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a primary infusion of cladribine 9mg in a 528ml bag, intended to run at 22ml/h over 24 hours, lasted 2 to 3 hours longer than expected. The patient required 1 additional day in the hospital as a result.

Manufacturer narrative:
The customer¿s report of an under infusion of chemo was not identified. The pcu event log showed the source pump module was programmed to infuse a custom concentration infusion of cladribine weight based dosing at a rate of 22ml/hr with a vtbi of 528ml at 11:43 pm on (B)(6) 2015. The primary infusion completed and the device went into kvo at 11:46 pm on (B)(6) 2015. The volume recorded up to this point was 528.001ml. At 11:49 pm, the user added 75ml to the vtbi. At 1:56 am on (B)(6) 2015, the user changed the vtbi to 528ml, and infusion was started at 2:03 am. The infusion ran until 1:47 am on (B)(6) 2015 when the device alarmed for air in line. The device was subsequently channeled off at 1:49 am. The volume recorded as being infused between 1:56 am on (B)(6) 2015 and 1:49 am on (B)(6) 2015 was 517.453ml. The pcu event log cannot determine the starting volume of the fluid container nor can it definitively tell when the container was changed. Functional testing of the returned pump module found the device to be delivering within specification. The root cause of the reported under infusion of chemo was not identified.